Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor serter anomaly. Customer's blood glucose level went as high as 400 mg/dl. Customer's inserter for the insulin pump is not working properly and they needed to do a self-insert. Customer advised the quick release is hard to click in after a shower and when it is not on properly their blood glucose levels would go really high. Customer advised they treated their high blood glucose levels via manual syringe.